Event description:
It was reported that the customer received a motor error alarm while priming. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Was unable to prime during the prime/force sensor system alarm test due to moisture damage noted in the force sensor resistor. The insulin pump passed the basic occlusion and displacement test. No motor error alarms were noted. However, moisture damage was noted on the motor assembly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, and a cracked case near the display window corners.